Manufacturer narrative:
Concomitant medical products: 5071-53 lead implanted: (B)(6) 2007; 6944-65 lead implanted: (B)(6) 2002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead and left ventricular (lv) lead were fractured and there was too much calcified scar tissue to complete an extraction previously so, the patient was transferred to a different facility. Upon opening the pocket it was noted to be heavily calcified and considerably a mess of tangled leads. The physician carefully isolated the ra lead and lv lead for extraction. The lv lead had a fracture in the pocket area and the insulation was visibly compromised, and it was difficult to tell if it was prior to this pocket work, but may have been fractured during the case and dissection. The lv lead was explanted and replaced. The ra lead was isolated and cut to prepare for extraction prior testing for electrical stability. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the lv1/distal conductor was fractured in-vivo in the anchoring sleeve area. The outer insulation of the lead was extrinsically breached due to melting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.